Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. The customer's blood glucose reading was 89mg/dl. Troubleshooting was performed. The customer removed the battery for five minutes and inserted a new battery, but the frozen display continued with the time clock not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.